Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. There was a trivial pericardial effusion in the transverse sinus that was noted prior to the case. No presumed cause was noted. Four partial recaptures were performed; however, there were no notable difficulties and no complications during the procedure and the device was implanted. There was no sign of effusion at the conclusion of the procedure with a trans-gastric view of the ventricles. Two to three hours after implant the patient was in cardiogenic shock. A transthoracic echo (tte) revealed that the patient had a large effusion surrounding their heart. They immediately performed a pericardiocentesis where 1.2 l of bright red blood was removed from the pericardial space. They placed a drain and transfused the patient both with the cell saver and additional units of blood. That evening her hemoglobin had stabilized. By (B)(6) 2021, the patient had the pericardial drain removed and was discharged. The patient suffered no deficits and is doing well. Per the physician, the effusion may have been caused by the anchors protruding through the very thin left atrial appendage wall tissue.